Event description:
It was reported that the patient had a surgery done in 2008, l4-l5 fusion with avs pl cages. The patient fell a few weeks post-op and fractured the l5 vertebral body. The surgeon operated on the patient in the same month, by removing screws from l5 and instrumenting s1 with new 7.5mm screws. Cages and original screws in l4 were left in and he added a 50mm crosslink. Then six months later, he revised patient because the left s1 7.5x45mm screw head detached. He reinstrumented with new 7.35x45mm screws and blockers, re-used the 50mm crosslink rod and screws from l4.

Manufacturer narrative:
Na